Event description:
It was reported that the patient was in the emergency department after experiencing alarms and chest pain. Interrogation revealed pump off alarms for 1 hour and 34 minutes after no external power alarms. The patient stated they were sleeping at the time of the event. Log file review was requested which revealed system controller clock corrupt alarms. Prior to this, no external power and power cable disconnect alarms were noted while on battery power. The first no external power event occurred at 7:08:19. The pump stopped at 8:42:35. During this time the emergency backup battery (ebb) powered the system for 1 hour and 34 minutes until the ebb also lost power. The clock was reset on (B)(6) 2026 at 11:56:26.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.